Event description:
The facility reported a pump turned itself off and then restarted. This event occurred twice within one hour. This problem was identified during set up, no pt involvement. There was no pt injury or medical intervention necessary. No additional info is available. The facility also returned the pump for recertification.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.